Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photographs/xrays were reviewed. Based on the photo evidence provided, complaint is confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon performed a revision total hip arthroplasty on a patient who had been playing soccer and complained of a strange instability that began to occur during soccer. The surgeon exposed and found that the liner had dissociated from the shell. The surgeon noted that the liner showed signs of deformation and the ard tabs had sheared off. The ceramic femoral head had visible stripe wear. The shell was well-fixed and in good condition. The stem was well-fixed and in good condition. If the liner had not disassociated, the stripe wear would not have occurred. The surgeon then removed the damaged head and liner, washed and irrigated the wound thoroughly, and proceeded to implant a new femoral head and new liner which matched the size of the previous liner. The surgery finished successfully according to plan. Doi: unknown. Dor: (B)(6) 2021, unknown side.